Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector ws broken. Analysis also found that the upper and lower cases were broken, that the battery release, side bail covers, ring cover and battery drawer were contaminated, that the lead flex cover was corroded the battery contacts were compressed and the serial number label was damaged. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service. There was no patient involvement.